Event description:
It was reported that in 2005, the device was on patient. At 5:00pm on two days later "suddenly sounded and then power-off. Then after, turned on and re-drove. "Power supply on, but whether power indicator was turned on or not was unknown." "Display was disappearing except the indication of both error message and the amount of helium gas remaining." "Pump stopped." Five hours later, the pump was exchanged off the patient.

Manufacturer narrative:
Actions taken: "repair canceled by customers request."